Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt that is overcorrected in the left eye following refractive surgery. The surgeon's target was -.75 sphere and at 3 months post-op the pt's manifest refraction was -.75 -.75 x 172; bcva and ucva were both 20/15.